Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during an endovascular procedure the tip of the catheter detached inside the patient's artery. The foreign body migrated within the patient's artery. The physician was unsuccessful in retrieving the foreign body form the patient with a vascular snare device. The patient is scheduled for surgical removal of the detached foreign body.